Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (jun-2019 through may-2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and was unable to confirm the reported issue. The stm checked the logs and did not find any faults logged for a faulty fiber optic module. Subsequently, the stm performed all functional checks and calibrations. During checks, the stm found that the safety disk will expire due to hours and it was replaced as a preventive maintenance and customer request. The unit has passed all test and calibrations and it was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that before use, the cs300 intra-aortic balloon pump (iabp) displayed an error message of "unable to calibrate fiber-optic module". Since the patient was not connected to the unit, there was no patient involvement, and no adverse event reported.